Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient returned to the hospital with small bowel obstruction two weeks following a laparoscopic myomectomy. The event resulted to unanticipated tissue loss and permanent tissue damage. It was stated that open small bowel obstruction procedure was done. The patient had to stay in the hospital for 5 days to a week for recovery.